Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that when pcps were inserted to transfer blood from the side branch of the pcps circuit to prevent lower limb ischemia. When pcps was removed signs and symptoms of lower limb ischemia appeared. As a result, a by-pass to the brachial-femoral artery was poor, and the impella device was explanted after several days of support. It was noted that the patient's blood vessels were initially thin; however, impella relation to leg ischemia was suspected. No further information was provided.